Manufacturer narrative:
Findings:pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error during normal basal while in class. Customer's blood glucose was unknown mg/dl. The customer's mother stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.